Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned to the manufacturer.

Event description:
It was reported that the patient's right hip was revised due to loosening of a competitor stem. A stryker poly liner was also revised to an mdm metal liner and adm/mdm poly insert to add stability to the hip (rep confirmed there are no allegations of the insert contributing to instability).